Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed. The claimed issue was reproduced during troubleshooting. According to received information in service report, o2 gas module was defective. Moreover, touch screen does not work, to resolved the issue, display connections were adjusted. The air/o2 gas module regulates the inspiratory gas flow and a faulty air/o2 gas module may affect the delivered volume or gas mixture (o2/air). The device's logs were not provided for further analysis. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to o2 gas module.

Event description:
It was reported that the ventilator had a leakage. There was no patient involvement. Manufacturer's ref. #: (B)(4).